Manufacturer narrative:
(B)(4). Concomitant medical products: unknown highly crosslinked polyethylene liner, unknown continuum acetabular cup 52 mm, unknown epoch full coat stem standard. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-00118-1, 0001822565-2017-07547, 0001822565-2017-07548. Reported event was unable to be confirmed as part number/ lot number of device involved in the incident is unknown and due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no trends were identified. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient reported receiving injections and a subsequent revision of left hip due to pain. No further information has been provided to date.